Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6. Investigation findings: c22 ¿ video evaluation. Video investigation summary: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the difficulty in turning one of the adjusters on the table and the other broken adjuster is observed. Based on the video review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return.as part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? The surgeon has been using vistaseal for 4 years and very experienced with the product. 2. Please confirm, did the user experience difficulties unrolling the luer locks to attached a laparoscopic tip? The scrub tech experienced difficulties unrolling the luer locks on the open tip. 3. If no, please clarify how were the luer locks not working correclty? The luer locks were not effectively turning to remove open tip. 4. Was a sales representative present during the case when the issue was experienced? No. 5. What is the lot number? Defective device was not saved to send back; packaging was discarded. 6. Was any leakage or product solution observed at the luer locks connection? No. 7. Are there pictures of the damaged device available? Yes. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. Please confirm, did the user experience difficulties unrolling the luer locks to attached a laparoscopic tip? 3. If no, please clarify how were the luer locks not working correctly? 4. Was a sales representative present during the case when the issue was experienced? 5. What is the lot number? 6. Was any leakage or product solution observed at the luer locks connection? 7. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2024 and a fibrin sealant preparation device was used. One of the gray luer locks was not working correctly. Another applicator was pulled to be used. Case was completed successfully, with the same biologic and a new tip. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected video investigation summary: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the difficulty in turning one of the adjusters on the table and the other broken adjuster is observed. Based on the video review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A video was provided showing the issue, where it can be observed the surgeon holding the dual applicator of the affected unit and trying to separate the open tip in order to replace it for the laparoscopic tip. One of the luer locks was broken and the other seems locked. Additionally, the surgeon reports that he is unable to unscrew the remaining luer lock. Due to the absence of batch number it has not been possible to carry out a proper investigation in ig and it has not been possible to find a root cause for this defect. Based on the video received, one of the luer locks was broken probably due to the force applied. We would like to remark the importance of following the leaflet instructions and highlight the following indication: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.